Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was not uploading to the es server due to conflicting records between the station and server databases. The conflicting record was caused by user account history. The old records were needed to be updated and reloaded to es server. The device was upgraded and synced to resolve. The second retry error that appeared did not have a resolution. Recovered the transactions manually from station database and provided to the customer. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly displayed an error message "no results found for this medication.", preventing the staffs to retrieve controlled drugs from the station during a procedure. The customer added that users were able to remove the controlled drugs from another room as the station was not refilled in a timely manner due to the disconnect between ciisafe and the station. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly displayed an error message "no results found for this medication.", preventing the staffs to retrieve controlled drugs from the station during a procedure. The customer added that users were able to remove the controlled drugs from another room as the station was not refilled in a timely manner due to the disconnect between ciisafe and the station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station was not uploading to the es server due to conflicting records between the station and server databases. The conflicting record was caused by user account history. The old records needed to be updated and reloaded to es server. The device was upgraded and synced to resolve. The second retry error did not have resolution. Recovered the transactions manually from station database and provided them to the customer. The system functioned as intended after the technical support specialist accessed the device.